Event description:
It was reported that there was noise on the right ventricular (rv) lead, resulting in frequent high rate episodes being recorded. The lead was capped and replaced. No patient complications have been reported as a result of this event.